Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a power on reset (por) message displayed on the patient's programmer. It was also reported that when clearing the por, the patient had high impedance. The reported impedance readings were >4000 ohms on all of the unipolar pairs. After stimulation was restored, the patient's device was interrogated and was found to be back to shipping settings with only one program. The patient received good stimulation, but then the same issue arose one to two days later, however, four programs remained. When the device was interrogated, the battery indicated that it was "ok," but because of the high impedance readings, that reading may have been less reliable. The bipoles and unipoles were tested at 2.5v and 330, the settings had been at 3v, 210, 14hz, 25 sec on / 5 sec off, 24/7 use. It was further reported that even though they were able to turn the device on, eventually por would recur on the programmer screen. The patient was not able to receive sustainable stimulation from this device. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.